Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a stabilization procedure with rod and screw instrumentation. At an unknown time post-op, it was noted that the s1 screw was broken. At the current time, no revision surgery is planned. No further details are known at this time.